Event description:
Dexcom g7 15 day bgm highly inaccurate. Meter showed my glucose as 225 fasting and finger prick reading was 89. I almost took extra insulin because of the false reading. These sensors are junk. Dexcom will replace defective sensors but they need to do better. I only use this brand because insurance covers them. Often the when I calibrate the sensor it wouldn't take the calibration.